Manufacturer narrative:
The subject device is not available.

Event description:
During a thrombectomy to treat an acute ischemic stroke, the physician advanced the guidewire to the middle cerebral artery (mca) and by performing a telescope technique placed the microcatheter and intermediate catheter distally. However, it was reported that the guidewire became stuck. The physician felt friction and pulled the guidewire out of the mca and noticed that the tip of the guidewire was left in the patient. The physician used a competitor retriever stent to remove the clot along with the guidewire tip out of the patient¿s body. The patient was reported to be in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire had multiple breaks/ fractures at the distal end of the device, and polytetrafluoroethylene (ptfe) coating was found to be scrapped off on several places along the proximal end of the wire. In addition, it was found that the core wire was bent on the distal section. No functional testing was performed due to the nature of the complaint. Sem (electron microscopy) performed of the surface of the fracture site indicates that there was torsion overload. No inclusions or material anomalies were noted at the core wire fracture site. Additional information indicated that the device was prepared per direction for use, and that the introducer sheath was utilized to insert the device. It is possible that the use of the introducer could have led to the ptfe becoming damaged on the proximal end of the guidewire; however, the introducer sheath was not returned for investigation and this finding was not able to be verified. The twisting motion that possibly was performed to navigate the device to the target lesion likely contributed to the reported and observed breaks. However, this cannot be confirmed as additional information obtained from the customer indicated that the device was not torqued. Therefore, based on the event information provided by the customer and the results of the investigation, the exact cause for the reported and observed damages to the guidewire could not be definitely determined.

Event description:
During a thrombectomy to treat an acute ischemic stroke, the physician advanced the guidewire to the middle cerebral artery (mca) and by performing a telescope technique placed the microcatheter and intermediate catheter distally. However, it was reported that the guidewire became stuck. The physician felt friction and pulled the guidewire out of the mca and noticed that the tip of the guidewire was left in the patient. The physician used a competitor retriever stent to remove the clot along with the guidewire tip out of the patient¿s body. The patient was reported to be in good condition.